Manufacturer narrative:
(B)(4). Evaluation summary: due to the condition of the returned device (the actuator mandrel was bent and broken proximal to the spiral weld), the reported detachment of device component and premature clip deployment could not be replicated in a testing environment. Also, the reported difficult to remove steerable guide catheter (sgc) and difficulty removing the device from the anatomy could not be replicated in a testing environment as it was related to patient/procedural conditions (operational circumstances). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigation and a definitive cause for reported detachment of device component and premature clip deployment could not be determined in this incident. The reported difficult to remove (sgc) and difficult to remove (anatomy) appears to be due to user technique/procedural conditions. The observed, bent actuator mandrel, broken actuator mandrel, scratched l-lock tabs, torn material (clip cover and gripper cover), bent harness and broken actuator coupler are a result of procedural conditions as excessive maneuvering and troubleshooting was performed during the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report filed, additional information received: a second mitraclip procedure was performed on (B)(6) 2018, with implantation of two mitraclips. The functional mitral regurgitation was reduced from grade 4 to grade 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The lock lever was opened and a little tension released; the clip was then in a more desirable position for safe retraction. 2-3 centimeters before exiting the groin anatomy, the mitraclip was pushed again by the vein at a 90-degree angle. It was then not possible to retract or push this clip. The clip was surgically removed from the femoral vein at the groin level. Once removed, a little piece of metal from the mitraclip was noted to have separated in the vein. Reportedly, the metal appeared to be a broken part of the clip. After successful removal of the separated piece, the vein was surgically closed. There were no further complications. No additional mitraclip was attempted and the procedure was aborted. Mr remained grade 3-4. The patient remained in stable condition during the procedure which lasted approximately 3.5 hours. Reportedly, there was no clinically significant delay. There was no additional information provided regarding this issue. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the clip premature deployed from the delivery system and was difficult to remove from the anatomy. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3-4. The clip grasped the mitral valve; however, there was no reduction in mr. The operator decided to place the mitraclip more lateral. Before performing any deployment steps, the mitraclip was opened approximately 60 degrees when it was observed per fluoroscopy that the mitraclip had slightly separated from the clip delivery system (cds). A few seconds later, the mitraclip had completely separated from the delivery system and was at a 90-degree angle; however, the clip remained connected to the gripper line and lock lines. After releasing m knob application, the cds was retracted with the mitraclip connected by the lock and gripper lines. One of the mitraclips arms was inside the steerable guide catheter (sgc) and the other mitraclip arm was outside of the sgc. It was not possible to fully retract the mitraclip into the sgc. The cds and sgc were carefully removed through the septum, when the mitraclip arm separated more so from the sgc tip. The cds was slightly pulled and the mitraclip went through the septum into the right atrium. Cds and sgc retraction continued and at a point during retraction, the mitraclip was at a 90-degree angle to the sgc tip.